Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device at 9:00 pm and failed 25 minutes after starting the warmup. The same sensor was restarted about 5 times with failures each time within 30 minutes of starting the warmup. The last attempt to start the same sensor was at 10:53 pm and it failed at 11:54 pm. After starting it this last time at 10:53 pm the patient went to sleep. At around 3 am on (B)(6) 2021 the patient¿s daughter went to check on her, knowing that the sensor may not have worked during the night. The daughter found the patient unresponsive and called for an ambulance. The patient¿s bg was 20-22 mg/dl when the paramedics arrived. She was given glucagon, taken to the hospital, and released hours later that day. She does not know what medications were given to her while at the hospital. She stated that she did not have any symptoms prior to being unresponsive as she was asleep. She had been using her blood glucose (bg) meter while trying to get the sensor to work, but no bg values from that time frame were provided. At the time of the report the patient was home and doing okay. No additional patient or event information is available.